Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded back from follow up sent. Patient reported their weight at time of event was 178lbs, and indicated replacement was planed for (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the ins would not charge anymore. They used to use the stimulator faithfully for trouble with their lower back but they stopped using the stimulator because they had a real bad tail bone problem and found when they used the stimulator it bothered their tail bone. The patient noticed the stimulator bothered their tail bone 4-5 months ago and at that point they stopped charging their stimulator for several months. The patient received a procedure that fixed their tail bone so they had wanted to try using the stimulator again but now the ins would not charge. During the call, the patient confirmed the recharger showed the reposition antenna screen and the programmer would also not communicate, it would only show poor communication. Additional information was received. It was reported the circumstances that led to the inability to communicate was the battery would not charge. It was noted the stimulator and paddles would be replaced and would have more coverage for pain.